Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 used to capture the reportable event of surgery.

Event description:
This electrode was part of a system explant due to infection. The product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
This electrode was part of a system explant due to infection. The product was explanted. No additional adverse patient effects were reported. The product is not expected to be returned.